Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders and pump were visually examined, and leak tested; the pump was also functionally tested. One of the cylinders had the outer tube detached and a frayed fabric thread in the proximal end of the cylinder. A leak was also found in this cylinders, specifically in the proximal end of the cylinder. The pump passed the visual and leak testing but it did not pass the activation tests. Based on the information available and analysis results, the detached tubing and leak identified in the cylinders, as well as the activation anomalies found in the pump, could have caused or contributed to the reported clinical observation of inflation problems and pump flat.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating as the pump stayed flat and it was revised. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating as the pump stayed flat and it was revised. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.